Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones and a check shock lead message was noted on interrogation. There were no measurements greater than 120 ohms observed. A commanded shock revealed shock impedance measurements of 89 and 87 ohms. No additional adverse patient effects were reported. The device remains in service.